Event description:
Surgeon was adjusting a screw on a previously implanted hardware for an unknown reason. It is unknown when the screw was implanted or why it was being adjusted. No further information was provided.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information, patient gender (male). (B)(4). Corrected data: date of event was reported in error as there is no information on what happened to the screw and what led the surgeon to adjust the screw itself. Common device name/product code is hwc.

Event description:
This is report 1 of 1 for (B)(4).